Event description:
I was the first pt in the united states to have the pcm cervical disc replacement device made by nuvasive implanted in my cervical spine. It was implanted on (B)(6) 2012 at (B)(6)hospital. Approx three to four months after the operation, I was beginning to experience tingling, numbness and pain in both arms and hands. After spending many months of add'l physical therapy, acupuncture and numerous medical exams including having to see a neurologist because the surgeon thought I may have als or ms, I was sent to get a CT myelogram in (B)(6) 2013. The results of the myelogram showed the device failed, slipped in two different directions and was improving my nerve roots and my esophagus. At that point the dr explained it was a life threatening situation because the device could puncture my esophagus, close it off or even infect it. I then needed to have the device removed within two weeks of the dr seeing the results of the myelogram. It is my understanding that I am not the only pt of my dr's that has had a pcm device fail. I found out two weeks ago that another pt of his also failed and that the dr is no longer using the pcm by nuvasive.